Event description:
The customer reported a leak at the hub where the tubing connects to the pca syringe, a family member was pressing the pca pendent frequently because the pt was not getting pain relief. A pain management consultant was ordered. At some later time the pt felt wetness and the nurse identified the product was leaking. The tubing was discarded. There was no pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of a leak at the hub where the tubing connects to the pca syringe. The customer stated the tubing has been discarded and is not available for failure investigation.